Manufacturer narrative:
A ge representative evaluated the system and replaced the power signal interface board, an indicator lamp, and a thermal switch. The system operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.